Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated that water appeared to be trapped in the corners of the display screen. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting and is returning product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly, motor, and keypad traces noted during the visual inspection. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip and a stained end cap sticker.